Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable due to patient stopped charging the device. There were high impedances on both leads as well after an accident. Patient experienced ineffective therapy as a result. Surgical intervention is pending to address the issues.

Manufacturer narrative:
A patient experienced ineffective stimulation / high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.